Manufacturer narrative:
Product evaluation ¿ system: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The systems were both manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Product evaluation ¿ consumable: the lot complaint history was reviewed, this was the sixth complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) showed the product was released per specifications. The returned sample was visually inspected and the auxiliary line was cut. A console representing the current software version was used to test the sample. The (laser diode) led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample functioned per specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation failed during infusion and when substituting with air during a procedure. The same event recurred during substitution with air at the last stage of the same procedure. There was no harm to the patient. No additional information is expected.